Event description:
It was reported that during a right ventricular (rv) lead implant attempt, the lead potentially perforated the right ventricle apex. Retracting the helix was difficult because tissue was stuck on the helix. A new lead was implanted and remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. Analysis indicated that the distal lv (low voltage) electrode of the lead was covered in body tissue/fibrotic growth. The distal lv (low voltage) electrode of the lead was covered in blood. Analyst noted that there was dried blood and tissue visible on helix. And the helix lightly bent views from the top of the lead. Although, the helix was still able to be extended and retracted within specifications.